Manufacturer narrative:
During the evaluation of the belt it was confirmed that the black pulse wire was broken in the trunk cable. The root cause for broken was physical abuse.

Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing